Manufacturer narrative:
The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, it is possible that clinical factors and patient comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was stated that heparin was started in the emergency room and had to be stopped multiple times due to patient having headaches and hematuria. It was further stated that the patient was not started on lovenox or lysis. Waveforms significantly improved minutes after arrival and before waveforms were sent for analysis. It was stated that the patient was doing well and his inr was therapeutic. Patient was discharged home on 10/18/15. No additional information provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the "vad coordinator that the patient came into the emergency department (ed) on sunday with complain of high watt alarms." "Patient reported having darker urine earlier that morning." "Flows >10, watts 8-9s," by the time log files were sent, the flows/powers had returned to baseline of 5's." "Log files showed "above normal power consumption and 28 high watt alarms." "Echo performed bedside and per those results, speed was increased from 2900 to 3000rpm." "Patient was admitted for close monitoring and IV anticoagulation (heparin)." "On (B)(6) 2015, site resent log files which showed parameters within normal limits (wnl)." It was stated that the "ldh was 1600s with coffee-colored urine." Site "will continue to monitor the patient and keep on IV anticoagulation at this time." "Patient is currently admitted for suspected pump thrombus." On "(B)(6) 2015 patient continues to be admitted to the hospital (since 10/10)." "His ldh had down trended into the 300s, but over the past day or so has begun increasing again (600s today)." "His urine has gone from yellow to slightly tea-colored again as well." "Pump is functioning just fine." No additional information provided. Investigation is ongoing.